Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during minimally invasive esophagectomy procedure, the device was difficult to load and also difficult to toggle. A new device was opened to complete the procedure. There was no patient injury.